Event description:
Clinical trial. It was reported that 240 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The target lesion was 14.0 mm long and was identified in the 1st obtuse marginal (om1) with 90% stenosis and a 2.75 mm reference vessel diameter. The physician treated the lesion with predilatation and placement of a 2.75 x 16 mm taxus express2 study stent. Residual stenosis was 0%. The in-stent restenosis in the distal lad was treated with cutting balloon angioplasty. The patient was discharged the next day on aspirin and plavix. At 240 days after the initial procedure the patient was admitted for cardiac catheterization due to an abnormal stress test which revealed moderate sized anterolateral and lateral ischemic defects. Coronary angiography at that time revealed lmca free of disease, lad patent proximal segment; patent diag1; 50% mid stenosis; patent diag2; previously placed patent distal stents, lcx patent proximal segment; patent distal segment; 100% distal in-stent restenosis of previously placed stent of om1; left-to-left collaterals of om1, rca 30% ostial stenosis; 50% proximal stenosis: 60% mid stenosis; moderate disease of bifurcation of r-pda; patent pl branch; no right-to-left collateral flow. The physician made an attempt at performing a pci. A wire was unable to cross the distal occlusion and it was felt that "additional efforts were more likely to create a problem rather than lead to a distinct solution." The patient was discharged the next day. In the opinion of the physician the relationship of the tvr to the taxus stent is probable.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.